Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition it was noted that the vial label was discolored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, she obtained a result of "542mg/dl" on the subject meter, which she felt was inaccurately high in comparison to a result of "142mg/dl" obtained on another onetouch ultramini meter. The tests were performed more than 30 minutes apart. The patient manages her diabetes with lantus and novolog insulin and administered 30 units of novolog insulin in response to the allegedly high results on the subject meter. The patient reported that 30 minutes after the allegedly high results, she developed symptoms of 'loss of equilibrium, blurry vision and sweatiness" and that she self-treated with a glucagon injection. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Additional testing was carried out on the test strips: the additional test performed on the test strip vial desiccant was to check for a possible moisture issue. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.